Event description:
It was reported to ge that at the end of an rt irradiation, the radioactive source did not return to its "off" (shielded) position. It stayed near the "on" position (it was just shielded). The ER control did not work in returning the source to its full shielded position. A piece of plastic from the accessories storage cabinet was found near the collimator; this plastic piece appears to have prevented the source carrier from returning to its fully shielded position. Svc returned the source to the fully shielded position, the plastic piece was removed, operation was checked and the sys returned to svc. No injury or overexposure occurred.